Manufacturer narrative:
Initially it was reported that the principal investigator assessed this event as ¿definitely investigational device-related¿. Additional information was received on march 8, 2018 which updated this information to ¿not investigational device-related¿. They also stated that the issue resolved without sequelae. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc., it was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a cardiac tamponade was detected. There is no information about the hospitalization. Principal investigator assessed this event as moderate in severity, serious, definitely investigational device-related, and definitely index procedure-related. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on april 24, 2018 on the event. An urgent pericardiocentesis was required to prevent life-threatening illness or injury or permanent impairment to body structure / function. Extended hospitalization was also required. Therefore, updated ¿hospitalization initial/prolonged¿. Manufacturer's reference number: (B)(4).